Manufacturer narrative:
Section d4: corrected data. Section h4: additional information. DHR review: review of the device history records showed no deviations from manufacturing or quality assurance specifications. Manufacturer's investigation conclusion: a direct relationship between the device and the reported epistaxis and hypertension could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding and hypertension as adverse events that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had epistaxis recurrent and hypertension. On (B)(6) 2018, the patient presented with an international normalized ratio (inr) of 1.64, partial thromboplastin time (aptt) of 42 seconds, hemoglobin of 13.7 g/dl, and 110 mmhg mean arterial pressure (map). The patient was treated with marcumar.